Event description:
It was reported that the bd plastipak¿ hypodermic luer-lok¿ syringe had a lack of scale markings. The following information was provided by the initial reporter, translated from french: "lack of graduations on the syringe. Clinical consequences: change of syringe."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 14-nov-2022. H6: investigation summary: one sample was provided to our quality team for investigation. Through visual inspection, it was observed the scale was not printed on the syringe, verifying the reported incident. A device history review was performed for lot 2201064, finding incidents related to jamming and barrel damage within the marking machine, which can lead to the scale not printing properly as seen in the sample provided. Once detected, the issue was corrected by the mechanical team. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on our quality team's investigation it was determined this incident is related to the issues found in the marking machine during manufacturing, causing the scale not printing on the syringe, the impacted piece not properly identified and discarded. H3 other text : see h10.

Event description:
It was reported that the bd plastipak¿ hypodermic luer-lok¿ syringe had a lack of scale markings. The following information was provided by the initial reporter, translated from french: "lack of graduations on the syringe. Clinical consequences: change of syringe".